Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced high blood glucose event on (B)(6) 2026. The patient got teated with manula injection. No further information available.